Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. The stylus tip position on the touch screen needed calibration. The cord bay latches were broken, the release pin card bus was broken, the spacer link electronic module (lem) board was broken, the paper tray was nearly empty, errors were found in the software history. The connector touch screen was cleaned and re-seated. The touch screen was calibrated according to procedure. The cord bay was replaced. The card bus was replaced. The spacer lem board was replaced. Paper was added. Software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was in need of calibration. The programmer was returned for service. There was no patient involvement reported.